Event description:
Report received of a programming error. It was reported that a potassium phosphate drip infused too quickly due to a programming error. The intended and programmed infusion rate were not specified. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.